Event description:
A malfunction alarm was reported with malfunction code 12 occurring, causing disruption to the insulin pump operation. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided assistance by supplying pump reset information, as the customer had not reported or reset the pump in the last 24 hours. However, after resetting, the malfunction recurred, leading to the decision to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support confirmed the shipping address and instructed the customer on placing the pump into storage mode before returning it. The faulty pump was to be returned via a pre-paid label within ten days, and the caller understood and acknowledged these instructions.